Event description:
Allegedly cup subsided and pt was having pain. Neck, head, and cup removed. Metallosis was present. Stem was well fixed. New cup, liner, head and neck were implanted.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00249, 00251.